Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated per the operative report a segment was left in place and not removed from the intrathecal space due to concern about a possible cerebrospinal fluid (csf) leak through a fistulous tract. No further information was known.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration unknown) at 10 mg/day and bupivacaine (concentration and dose unknown) via an implanted pump for non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2016, when they were doing the pump replacement surgery due to longevity, they discovered a granuloma issue with the catheter and they replaced the catheter and then left part of the old catheter in. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.